Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2012-11521, 1627487-2012-11522. The patient received two leads for back coverage with the same lot number. It was reported the patient had fallen off of an x-ray table and landed on her ipg pocket site at a local hospital. The patient reported after the incident the stimulation had changed. The sjm representative met with the patient for reprogramming, but was unable to regain coverage. It was reported an x-ray revealed one lead had migrated, and a fracture was in the lead. The physician opted to perform surgery, and during the procedure it was noted the lead had become disconnected from the extension. The fractured lead was explanted and both extensions were replaced.